Event description:
It was reported that the patient was experiencing nerve and pocket stimulation. The patients right ventricular (rv) lead was exhibiting high thresholds and oversensing noise. Re-programming of the rv lead was attempted, but unsuccessful. A cut in the insulation of the right atrial (ra) lead was observed by the physician after the leads had been dissected from the pocket. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: d314drg, ICD; implant: (B)(6) 2013. (B)(4).